Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, when connecting the rectum to the colon on an open reconstruction of colon after hart¿s procedure, the device was difficult to close and the anvil titled before firing. The surgeon had tried to reconnect the device three times however, as soon as it was closed, the anvil would detach. The anvil was secured over the orange ring. Another device was used but it would not close as well. When it was opened, the anvil was tilted and was torn out of the colon. Some of the colon was resected and the third device was used. Some of the colon was resected. This resulted to tissue damage since they had to cut a piece of the colon to reattach the third device. The event resulted to an extension to the incision to more than 1 inch. This also resulted to an extended surgical time for thirty minutes or more.